Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show an unraveled guide wire. The catheter was not shown. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and there was one potential finding. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply undue force on guidewire to reduce risk of possible breakage. Precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." The customer report of guide wire damage was confirmed by visual inspection of the customer supplied photo. The images show an unraveled guide wire, however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during a hemodialysis catheter insertion procedure at the left femoral insertion site, a guidewire exchange was performed. The original catheter was an acute triple lumen cvc. Guidewire exchange, acute cvc removal, and double dilation were completed without issue. The hd catheter advanced over the guidewire successfully; however, resistance was encountered when attempting to remove the guidewire through the hd catheter. The clinician removed the hd catheter and guidewire as one unit and observed that the guidewire was unravelled. A fresh stick was then performed at the left femoral insertion site. The introducer needle, guidewire placement, and double dilation proceeded without issue. However, upon attempting to remove the guidewire through the hd catheter, resistance was again encountered. The clinician removed the hd catheter and guidewire as one unit and observed that the guidewire was unravelled. Another attempt was made at the left femoral insertion site using a cook .035" nitinol guidewire instead of the .035" stainless steel guidewire from the arrow epc hd kit. The insertion was successful, and the patient received the hd catheter and treatment. The only reported harm was multiple introducer needle sticks due to the guidewire issues. The clinician confirmed that 100% of both unravelled guidewires were removed in full. The associated emdr report numbers are 9680794-2025-00103 and 9680794-2025-00111.

Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that during a hemodialysis catheter insertion procedure at the left femoral insertion site, a guidewire exchange was performed. The original catheter was an acute triple lumen cvc. Guidewire exchange, acute cvc removal, and double dilation were completed without issue. The hd catheter advanced over the guidewire successfully; however, resistance was encountered when attempting to remove the guidewire through the hd catheter. The clinician removed the hd catheter and guidewire as one unit and observed that the guidewire was unravelled. A fresh stick was then performed at the left femoral insertion site. The introducer needle, guidewire placement, and double dilation proceeded without issue. However, upon attempting to remove the guidewire through the hd catheter, resistance was again encountered. The clinician removed the hd catheter and guidewire as one unit and observed that the guidewire was unravelled. Another attempt was made at the left femoral insertion site using a cook .035" nitinol guidewire instead of the .035" stainless steel guidewire from the arrow epc hd kit. The insertion was successful, and the patient received the hd catheter and treatment. The only reported harm was multiple introducer needle sticks due to the guidewire issues. The clinician confirmed that 100% of both unravelled guidewires were removed in full. The associated emdr report numbers are 9680794-2025-00103.